Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized for an unrelated medical condition. During hospitalization, the patient experienced peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. At the time of this report (also reported as the same month as this report), the patient had recovered from the peritonitis event. No additional information is available.